Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.see h10 for additional information.

Manufacturer narrative:
Agfa service repaired the dx-d 100 system by replacing the handgrip, collimator, dap meter, and dmc board. The dx-d 100 system is now working as intended and no additional events have been reported. As part of the device investigation, the handgrip and dmc board were returned to the supplier. During the investigation by the supplier, it was confirmed the handgrip keys had two problems: 1. The internal metallic parts were displaced, and 2. A clear short-circuit in the keys. The short-circuit at the handgrip keys could be caused by the displaced metal plate. The dmc board was also analyzed and tested in a different dx-d 100 system. After connecting the board, the dx-d 100 system was switched on and it started moving by itself, but it was blocked after less than one second because the motors' supply was cut off. Due to multiple system failures after connecting the dmc board, the event's sequence could not be determined as to which specific problem caused the fast movement. There are no additional corrective actions for this event. There has been no reported harm to patient or users for this event.

Event description:
A customer in (B)(6) reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported the system was plugged in and charging. The dx-d 100 started moving and rotating anticlockwise at high speed. An employee managed to grab hold of the tube arm and press the emergency stop switch. Agfa service responded and performed the following checks: opened machine. Loosened nuts on wheels to be able to move machine freely. Powered machine and left wheel motor spinning in reverse at full speed. Tested bumper in front - not stopping movement. Disconnected dmc board j1. Checked sedecal log files. Charging for x-ray batteries looks fine. Collimator badly damaged. Dap meter cracked. Rhs handle on tube broken as well as the wires for the slow movements. Performed exposure - tube rotated and exposed. Collimator led still ok. Investigation is underway and a supplemental report will be provided.